Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.